Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were reports of channel disconnect alarms to a bd representative during an on site visit. Despite repeated requests for additional information no additional details were provided. There was patient involvement, but no harm was indicated.